Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report: 0001825034 - 2017 - 10211. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient's left hip was revised approximately six month post-implantation due to infection. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined this report should be voided as the event was previously submitted under 0001825034-2017-10231.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.